Manufacturer narrative:
Continued e1.: phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, broken devices. This record relates to the left side. Device remains implanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.1., d.2a., d.2b., d.4., d.9., h.2., h.3., h.4., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., d.6a., d.6b., h.6.

Event description:
Healthcare professional reported broken devices. This record relates to the left side. The device has been explanted.